Event description:
Reporter alleged blood glucose was high at 7:50am and went to the doctor where a lab measured 258mg/dl at 8a.m. It was reported customer took normal medication at the alleged time. Reporter stated at 2:10 meter read 480mg/d; and the doctor's meter read 140mg/dl at 2:15. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.